Event description:
Customer reports that unit advised to place the pads on the pt but they heard nothing - no analysis, no shock.

Manufacturer narrative:
Customer has not extracted any rescue data from the unit. We are awaiting receipt of the unit, the rescue file and responses to the rescue questionnaire from customer. Pt status is unk at this time.